Event description:
The pt reports infection, blurry vision and a headache. She notes that she has been wearing the lens for several yrs, although this last box she experienced the reported problems. She inquired as to whether the lens material had changed and suspected an allergic reaction. She was informed the material of the lens had not changed. She states she has been wearing a new lens for a week and the infection did not return. F/u with the dr's office who states that the pt was seen on (B)(6) 2012 and dx with keratitis. The pt was given gentamycin twice daily for the left eye. She was doing better at her one week f/u on (B)(6) 2012. It was recommended that the pt be fitted for a new lens. She declined and decided to go back to her previous eye doctor. The pt did not order her lenses through the treating ecp. She purchased then from another provider in (B)(6) 2011. No lenses were returned as she has thrown them away. This is being filed as unconfirmed eye infection and keratitis.

Manufacturer narrative:
This is being filed as unconfirmed eye infection and keratitis. Method: no lenses were returned and no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: we cannot confirm that there was no permanent impairment or permanent damage. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.